Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a short dark fiber was found in a 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. No injury or medical intervention.

Manufacturer narrative:
Results:sample evaluation: two boxes were received by bd canaan and evaluated. Box 1 ¿ one open 10ml tray reported to be from batch # 7026963 (p/n 309605). Tray had a piece of short dark fiber taped to inside bottom of the tray. The fm was greater than level 3 in size. The fm the size observed is a rejectable condition at bd canaan. Box 2 ¿ one sealed 10ml tray filled with 20 syringes confirmed to be from batch # 7026963 (p/n 309605). The tray did not have any visual defects observed. The top web was pulled back to expose the seal. No fm was found in box 2. Conclusion: this complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to CAPA #(B)(4). No further action is required at this time.